Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Review of the manufacturing documentation confirmed that pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. The site provided pictures of the explanted pump showing material on the inferior aspect of the impeller. However, without the return of the pump, it is not possible to confirm the nature of this material. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Event description:
Approximately twenty-two months after the device implantation, the site reported that the patient had a slow rise in power consumption and had increasing signs of hemolysis. The patient was initially treated with heparin and subsequently underwent pump exchange on (B)(6) 2014. The site opened the explanted pump and reported finding thrombus on the rotors. Pictures provided by them depict material on the inferior aspect of the pump impeller. As of the date of this report, the patient remains intubated in critical condition on medications that include heparin and aspirin (50mg); but not coumadin. The site reported that the patient was not compliant with his medications. Investigation is ongoing.